Manufacturer narrative:
The customer reported complaint of the thermogard ivtm system ((B)(4)) powered off at the end of therapy and exhibiting a tcm ID error was confirmed through review of the event log and during functional testing. The event log showed tcmid:05 (coolant diff failure) occurred at the time of the reported event. The root cause was determined to be a defective temperature sensor probe lm34a/b. After replacement of the temperature sensor probe and routine maintenance performed, the system then underwent final functional testing, where all tests passed and readings are within the specified limits. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard with serial number (B)(4). Block was incorrectly checked as yes in the initial MDR filed on (B)(6) 2017. It should be checked as no because the device has not returned to the manufacturer. The device was returned to the manufacturer on 04/12/2017.

Manufacturer narrative:
Zoll has not yet received the zoll console for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the thermogard ivtm system ( sn: (B)(4)) powered off at the end of therapy. Customer cannot recall which tcm ID error was observed when the event happened. Follow-up attempts were made to get additional information but with no success. There were no patient consequences reported. No other information was provided.